Event description:
Per the clinic, the patient experienced an infection (abscess and pus) at the implant site and subsequently underwent an incision and drainage procedure with washout (specific date not reported). The patient was also treated with IV antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2024 and reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2024.

Manufacturer narrative:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. The date of the incision, drainage and washout procedure was confirmed to have been performed on (B)(6) 2024. This report is submitted on july 22, 2024.